Event description:
Customer reported a past event of low blood glucose level, identified as 1.9 mmol/l. Customer consumed carbohydrates to address the low blood glucose level. It was noted that the control-iq feature was enabled, and the pump was found to have delivered 4.5 units, leading to the issue. Customer's blood glucose level was successfully resolved.